Event description:
Additional information has become available that this device was explanted at the same time the non bsc rv lead was removed. At the time of the lead revision, it was determined that this patient no longer needs an implantable cardioverter defibrillator (ICD) and the physician elected to implant a single chamber device as needed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range pacing impedance for this patient's non boston scientific right ventricular (rv) lead. The patient was seen in clinic where loss of capture (loc) and pacing inhibition and oversensing was noted. The device also delivered anti-tachycardia pacing (atp) on one occasion. The physician stated that they plan to revise the lead soon. To date, no adverse patient effects have been reported.